Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An insect infestation was also encountered during the external inspection. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated; however, the front panel touch screen remained blank. A burning smell did not occur. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. Visual evidence of dried fluid was found within the recess of the bottom cover adjacent to the pump during the internal inspection of the cycler. The cause of the observed dried fluid could not be determined. An insect infestation was also encountered during the internal inspection. A mushroom head check was performed and passed. The cycler tested negative for glucose. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after flickering in drain 4 of 4 of during their peritoneal dialysis (pd) treatment. The patient also noticed a plastic burning smell from the cycler. The power cord was properly connected in both ends and cycler plugged directly into a three-prong wall outlet that was shared with the modem. There were no recent power outages in the home or in the area reported. The ok and stop keys were on and the cycler was rebooted; however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.